Manufacturer narrative:
Corrected data: per additional information received (b5), this device no longer meets the reportability requirements.

Event description:
Additional information indicates that there is no issue with this lead. The other lead (B)(6) migrated/fractured.

Event description:
It was reported that the patient experienced pain at the ipg site following weight loss. Reportedly, the ipg moves in the pocket. Additionally, patient experienced ineffective therapy. X-ray results revealed lead fracture and lead migration. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event and patient weight are estimated.